Event description:
According to the info received, this valve was explanted due to paravalvular leak and "severe" regurgitation. It was also reported the microbiology report indicated there was no evidence of infection; however none of the info provided could be confirmed since the medical records detailing this explant were not received. This valve was a replacement for a sjm 25ahps-605, that was explanted due to endocarditis and pv leak. The pt also had two prevoius non-sjm valves that were also explanted due to endocarditis and pv leak.